Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the circumstances that lead to the stimulation affecting their neuropathy was their type 2 diabetes. They reported that to try and resolve their issue they used more pills; the machine needed to be "tweaked" and they were waiting for their doctor to set up an appointment with a representative. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's spouse reported that the ins was not helping the patient at all. The caller reiterated that the ins makes the neuropathy in their feet 10x worse. The patient was in excruciating pain and was unable to walk. The patient's hcp wanted a rep to take a look at the device so it could be adjusted. Patient services contacted the rep and they stated that they had been dealing with this issue. Follow-up was conducted with the rep. No further complications were reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was implanted for their back and, separate from their ins therapy, they had neuropathy (pins and needles) in their feet. They reported that turning the stimulation on made the neuropathy ten times worse so they were unable to use their stimulation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the patient's worsening symptoms was not determined. The patient's device was reprogrammed and the issue was resolved. This information was confirmed with the physician/account. No further complications reported.